Event description:
It was reported by the customer that after pushing the button for retraction, the needle sticks out. No other information was received regarding any serious injury as a result of this product issue.